Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I for two patients that was not reported out of the laboratory. The following results were provided (reference range 0-6 ng/l): on (B)(6) 2025, sid (B)(6), initial troponin result= 20.3 ng/l; repeat results= < 5.1 ng/l, < 5.1 ng/l. On (B)(6) 2025, sid (B)(6), initial troponin result= 17.3 ng/l; repeat results= < 5.1 ng/l, < 5.1 ng/l . There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I for two patients that was not reported out of the laboratory. The following results were provided (reference range 0-6 ng/l): (B)(6) 2025, sid (B)(6), initial troponin result= 20.3 ng/l; repeat results= < 5.1 ng/l, < 5.1 ng/l. (B)(6) 2025, sid (B)(6), initial troponin result= 17.3 ng/l; repeat results= < 5.1 ng/l, < 5.1 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Update to sections d3 - email and g1 - mfg site email. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 73252ud00. However, review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity regarding commonalities for lot numbers and issue. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot number 73252ud00 was identified.